Event description:
A patient contacted baxter's technical service center regarding being overfilled, which occurred on the homechoice (hc) during use during fill 1. At the time of the call, the patient was doing a manual drain exchange so she could not get to the machine to verify all readings. The patient believed that her manual bag drain would be approximately 3300ml plus the 100ml she drained on the machine prior to disconnecting. The patient filled with 2500ml. The patient also stated she did a last fill with 2000ml. The patient stated last night she had a slow flow patient alarm and after draining only 500ml, the machine went and did a fill of 2500ml. The patient stated this left her with 4000ml and she felt overfull and had trouble breathing. The patient stated she made her nurse aware of this. The patient stated she was certain her initial drain alarm was set for 1700ml, so she was not sure why it moved into the fill cycle after 500ml. The patient would use the machine that night and would call if she received any alarms. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported events. The rn stated she was aware that the patient reported drain volumes of 3300ml and 4000ml; however, the rn could not clarify what the patient's exact drain volumes were. The rn stated everything has been going fine since then. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv), and the iipv was not duplicated during evaluation. The device was determined to meet electrical and functional performance specifications. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. Based on the information gathered during baxter's investigation, this complaint for an increased intra-peritoneal volume (iipv) was not confirmed and the root cause of the report was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.